Manufacturer narrative:
Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
Company rep reported that the operating room (or) found noticeable stripping on key components.

Manufacturer narrative:
An event regarding wear (noticable stripping on key components) involving a trident trial was reported. The event was confirmed. A visual inspection noted that the it was returned in used condition. The device was returned with grey-white abrasion. The provided images confirm the discoloration on the outer coating of the trial. Examination of the returned device with material analysis engineer indicated damage observed consistent with explantation process and contact against a hard object.. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Review of the product history records indicates products were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The reported event was confirmed as per visual inspection of the returned product which confirms the loss of the outer coating on the trial. Material analysis examination indicated that the damage observed consistent with explantation process and contact against a hard object. No further investigation for this event is required at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Company rep reported that the or found noticeable stripping on key components.